Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01233.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak after an endovascular aortic repair (evar) stent implantation using a ruby coil, a lantern delivery microcatheter (lantern) and a ruby coil detachment handle (handle). During the procedure, the physician advanced the ruby coil into the target location using the lantern and attempted to detach it using the handle; however, the ruby coil failed to detach. Therefore, the ruby coil and handle were removed. The procedure was completed using a new ruby coil, a new handle, and the same lantern. There was no report of an adverse effect to the patient.